Manufacturer narrative:
Date of event is estimated. Approximate age of device- 5 years, 5 months. Manufacturer's investigation conclusion: a correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for bacteremia despite antibiotic and suppressive treatments. The patient had a klebsiella aerogenes. No further information was provided.

Manufacturer narrative:
Inadvertently reported incorrectly in the previous report, approximate age of device - 5 months.